Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts during a supply change after seeing drops, with an initial empty cartridge indication and uncertainty about prior prompts, and that guided troubleshooting included removal of supplies, a successful dry run, and completion of a supply change with new supplies followed by successful resumption of delivery; the device problem aligned with an insulin current sense failure. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included troubleshooting over the phone and review of device notifications. Investigation of this case revealed that the event was reproducible during supply change steps but resolved after a full dry run and replacement of supplies, suggesting a device sensing fault during priming that did not persist after corrective actions. It was concluded that a device malfunction related to insulin sensing occurred during the supply change, with replacement of device arranged.